Manufacturer narrative:
Sunrise medical attempted to contact (B)(4) a few times via phone calls and email to gather additional information regarding the accident and injuries. (B)(4) returned sunrise medical's customer service calls and email on 2/7/19 and reported the following: "6 weeks ago the user was drinking and was going across the street to get more alcohol and crossed on a red light and was hit by an automobile. The police report stated the automobile driver was at no fault. The user broke a leg, arm, rib and hip. This occurred at night. User is approx. 5'10 and weighs approx. (B)(6)." This MDR is being filed to report the injuries sustained while the end user was in our wheelchair; however, this incident is deemed as accidental by sunrise medical. There was no allegation of malfunction or defect made against the subject wheelchair. No further investigation will be performed by sunrise medical at this time.

Event description:
Dealer, (B)(4), reported to sunrise medical's customer service that the end user was struck by an automobile while in his wheelchair. (B)(4) stated the chair was totaled and the end user broke his hip and leg.